Event description:
The pt was implanted with a left ventricular device approx 14 months post-implant, the pt received a "replace system controller" alarm while at home. The system controller was exchanged by the pt per the MFR's instructions for use and the pt remains on lvad support with no further issues reported.

Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported event was confirmed. During analysis, movement of the black power lead at the connector end resulted in power cable disconnect and low battery alarms, as well as interruption in power. Upon further investigation, the black power lead was stripped at the connector end, and the brown wire was confirmed to be broken. A single broken wire in the power lead does not present a hazard in and of itself as the wires providing power to the pump are redundant and the signals carried on the other wires are not critical to maintaining pump function. A broken wire does have the potential to contact the braided shielding of the power lead, creating a short circuit which then triggers an alarm, most frequently "red heart", "low battery", or "power cable disconnect" alarms. A review of the device history records showed no deviations from mfg or qa specifications. This situation has been addressed through the MFR's corrective preventative action system and an urgent medical device correction notice (2916596/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.